Event description:
Customer reported the material of the gait belt is not sturdy. Customer also reported while in use with a pt the teeth did not catch properly and her pt slipped through, but was not injured. Customer did not provide a date when this occurred.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is based solely on the reported issue. (B)(4).